Event description:
Per the reporter from the unit: ..."foley bag leaking at distal seam." This is one of two reports regarding: leaking from the bottom of the bag. This occurred on different floors and units, but the other device was thrown away in error. This would be the fourth event related to this issue. MFR response is that they are investigating.